Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology at the time of implant are unknown. It is unknown whether the limbs were crossed. On an unknown date, the left limb (it is unknown whether that was the contralateral or ipsilateral limb) was found to be occluded with clot. It is unknown whether there was any kinking. The physician intervened with extensive ballooning and aggressive thrombectomy to remove the clot successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion). (Cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).